Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: the pump was able to power on with the returned battery cap, but the battery cap was unable to fully tighten to the pump. The battery cap was measured and found to be within specifications. There was a battery compartment crack observed from thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. A pump reboot event was observed in the pump's black box on 11/28/2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during the investigation. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.